Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast reconstruction with a 650cc mentor memorygel breast implant and experienced postoperative right-sided cutaneous contour deformity. The diagnosis was confirmed by a healthcare professional, and the patient's physician attributes the issue to patient's thin skin. The patient stated that she experienced folding and rippling underneath her right breast. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.